Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis of the 8637-40 pump found no anomalies.

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone and bupivacaine. The indication for use (IFU) was listed as radiculopathy and spinal pain. It was reported that there was a volume discrepancy. At a refill on (B)(6) 2015 the healthcare professional pulled out 3/4 of what they put in. The patient's alarm date was noted as (B)(6) 2015. The patient's refill date is going from 3 months to 5 months. The patient reported that there had been no changes made to the patient's programming. No patient symptoms were reported. Return paper work was received from a healthcare provider via a clinical study. Battery depletion was questioned and the patient had a loss of pain control. The onset, diagnostics, and troubleshooting were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional via a clinical study. The onset of the event began before the patient enrolled in the study. The patient had less pain relief and the daily rate was increased. There was a discussion about rotating opioids or repositioning the catheter on (B)(6) 2015. During a pump refill, a reservoir volume discrepancy was noted as 27.5 ml under infusion. The patient was scheduled for a pump and catheter replacement, which is when it was consented to the clinical study. The pump and catheter have been removed as of (B)(6) 2015.